Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer would not read one implantable monitor model and that it was unable to connect to the "local area network" (lan). The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. During interrogation of a reveal dx device, the device had an error message. As a result, software was reloaded.